Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue, and there was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, which the customer followed, successfully resolving the malfunction. The pump was confirmed to be operational, and the customer was advised to continue using it and to call back if any issues recur.